Event description:
Additional information was provided by the customer: there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b5, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the blackout image was a bad ultrasound plug unit; however, the most probable root cause of the incompatible scope e315 could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed a blackout and a e315 scope communication error code. The issue was identified during set up. There were no reports of patient harm.